Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to exit the load reservoir process. The customer's blood glucose value was 287 mg/dl. Customer stated that they having problems with the reservoir. The customer was assisted with troubleshooting. Insulin pump had no reservoir even though they have a reservoir connected. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No prime/fill anomaly noted during testing. Device received with corroded battery tube.